Manufacturer narrative:
A corrected report is being submitted to add the controller to this event as an additional product. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 30-nov-2018, serial or lot#: (B)(6), UDI #: (B)(4). D10: yes, return date: 11-mar-2020. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 30-nov-2017. H5: no. H6: patient code(s): c76143. H6: device code(s): c62941. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller had been displaying unusual parameters and upon exchanging the controller, the controller and vad issues resolved.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completion of analysis and investigation. Product event summary: the vad was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller was able to display all characters and pump parameters properly. Review of the controller log files revealed multiple vad stopped alarms, multiple vad disconnect alarms, and a power disconnect alarm were logged on (B)(6) 2020. Review of the event log files revealed a manual pump stopped event was recorded at 16:00:05, likely due to the "planned stop" event described in the event details. This event was followed by a motor start event at 16:03:53 with high power consumption and high pump parameters due to multiple attempts to start the pump. Review of the event log files also revealed an additional manual pump stopped event was recorded at 16:05:41, likely due to the "planned stop" described in the event details. Review of the alarm logs revealed a vad disconnect alarm was logged at 16:07:39 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. The driveline was reconnected to the controller after one second, and a power disconnect alarm was logged on at 16:07:58 on an associated battery on power port two. This was followed by a motor start at 16:08:00 in the event log files and a vad stopped alarm in the alarm log files at 16:08:01, indicating that the pump failed to restart after multiple attempts. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted motor starts, which required more current from the batteries. The associated battery was most likely physically disconnected during the failure to restart event, causing the controller to log this event as power disconnect alarm. This was followed by multiple additional vad disconnect alarms and multiple controller power up events logged on (B)(6) 2020, likely due to troubleshooting and/or the reported controller exchange. In addition, multiple additional vad stopped alarms were logged on (B)(6) 2020, indicating that the pump failed to restart after multiple attempts. Of note, one of the vad stopped alarms, which was logged at 16:15:50 in the alarm log files, recorded the abnormal pump parameters reported by the site in the event details. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the observed power disconnect alarm could be attributed, but not limited to a physical disconnection of a power source. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. The most likely root cause of the reported vad stopped alarms and abnormal pump parameters can be attributed to failure of the pump to restart after several attempts. Based on historical review of similar events, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) would not restart for a few minutes after a planned stop. Attempts to restart were ended automatically and vad stop alarms were heard. The vad remains in use. No patient complications have been reported as a result of this event.